Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit is shutting down with red light, no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that sieve beds were saturated causing the unit to shut down. Additionally, the power switch was broken, which likely caused the alarm not to function, confirming the original complaint issue.

Event description:
Dealer is stating that the unit is shutting down with red light, no alarm.